Manufacturer narrative:
Unit passed displacement test, rewind, basic occlusion, occlusion, prime/delivery, and excessive no delivery alarm test. No motor error alarm noted. Motor passed motor test. However, corroded motor home switch noted during visual inspection. Unit received with scratched lcd window and cracked reservoir tube lip. No moisture damage on electronic assembly noted during visual inspection. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during priming. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 491 mg/dl, which was treated with an insulin pen. Customer stated that her blood glucose level had been over 300 mg/dl for three weeks due to being out of supplies. During troubleshooting, customer stated that she was unable to rewind the device. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.